Manufacturer narrative:
(B)(4).

Event description:
Healthcare professional reports: protime system inr results 3.38 & 3.62. Unspecified reference system inr result 0.79. Patient therapeutic range 10.7 - 14.6 pt seconds. No report of adverse events, serious injury, or intervention.